Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. Specific impedance measurement values were not provided. The boston scientific representative (rep) asked the boston scientific technical services (ts) agent if the shock impedance alert can be programmed at the upper range of normal on the associated implantable cardioverter defibrillator (ICD) device. Ts stated that yes, it can be programmed to 150 ohms, 175 ohms or 200 ohms. Information indicates that the device was reprogrammed per ts guidance. The lead remains in-service. No patient symptoms or adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. Specific impedance measurement values were not provided. The boston scientific representative asked the boston scientific technical services (ts) agent if the shock impedance alert can be programmed at the upper range of normal on the associated implantable cardioverter defibrillator (ICD) device. Ts stated that yes, it can be programmed to 150 ohms, 175 ohms or 200 ohms. Information indicates that the device was reprogrammed per ts guidance. The lead remains in-service. No patient symptoms or adverse patient effects were reported. Additional information was provided that a code 1005 was subsequently observed on the associated implantable cardioverter defibrillator (ICD) device , which is an open circuit condition detected during shock delivery related to the rv lead. The patient reported receiving seven ICD device shocks in the past. The ICD device was also noted to have reached end of life (eol) status over one year ago and at last device check, it was discussed that the device will not be replaced. Ts discussed the code 1005 and indicated the rv lead must be replaced if the ICD device is replaced as ts has no confidence the rv lead can successfully convert the patient, if needed. Ts asked the boston scientific representative to make sure this is clearly documented. The representative indicated the electrophysiologist will have the ICD device programmed off and send the patient home. The products remain implanted. No patient symptoms or adverse patient effects were reported. Additional information was received that this rv lead was subsequently surgically abandoned, along with the right atrial (ra) lead, and the ICD device was explanted. No new products were implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. Specific impedance measurement values were not provided. The boston scientific representative asked the boston scientific technical services (ts) agent if the shock impedance alert can be programmed at the upper range of normal on the associated implantable cardioverter defibrillator (ICD) device. Ts stated that yes, it can be programmed to 150 ohms, 175 ohms or 200 ohms. Information indicates that the device was reprogrammed per ts guidance. The lead remains in-service. No patient symptoms or adverse patient effects were reported. Additional information was provided that a code 1005 was subsequently observed on the associated implantable cardioverter defibrillator (ICD) device , which is an open circuit condition detected during shock delivery related to the rv lead. The patient reported receiving seven ICD device shocks in the past. The ICD device was also noted to have reached end of life (eol) status over one year ago and at last device check, it was discussed that the device will not be replaced. Ts discussed the code 1005 and indicated the rv lead must be replaced if the ICD device is replaced as ts has no confidence the rv lead can successfully convert the patient, if needed. Ts asked the boston scientific representative to make sure this is clearly documented. The representative indicated the electrophysiologist will have the ICD device programmed off and send the patient home. The products remain implanted. No patient symptoms or adverse patient effects were reported.